Event description:
See manufacturer# 3007566237201003510. The patient underwent several surgeries and many re-programming sessions (re-programmed constantly). She had 2 surgeries on her first implant. Then had a second device implanted. She experienced shocking sensations in many areas. Her device malfunctioned and would not turn off. She no longer was able to walk before her device was explanted. She walks now but not very far and uses a cane, she has a wheelchair prescription. She was no longer active due to her whole lower body was damaged; permanent nerve damage in the spine and sacral nerves, internal paralysis. The device affected her heart, but was not looked into further. The damage was traveling up her spine. She sees a neurologist for the damages once a month and will have to forever. Further follow-up is not possible.

Manufacturer narrative:
(B) (4)